Event description:
This is a male pt that underwent tracheostomy in 2008, and two weeks later the tracheostomy tube had to be replaced following breakage of device at the neck level. The pretracheal tissues had to be redissected and the tracheal opening had to be dilated in order to replace the broken tracheostomy tube. A picture of the broken tracheostomy tube is attached to this form.